Manufacturer narrative:
The insulin pump had full segment display due to faulty interface board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify watchdog anomaly alarm due to full segment display. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had an error occur during normal use. The customer changed the battery and since then they had a full black screen. The insulin pump was exposed to extreme temperatures. The insulin pump was in the bathroom while the customer was showering. The customer¿s blood glucose level was unknown. Unable to perform the self-test due to black screen. The device will not be returned for analysis.